Manufacturer narrative:
Result: spindle.

Event description:
It was reported by svc report that the stretcher has a broken weld on the spindle for the side rail. No pt involvement or adverse consequences are reported.